Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported by customer that at around 09:40am while infusing etoposide patient stated he felt his shirt noted with small amount of fluid. Second lumen from the line flushed with normal saline and noted with small amount of fluid leaking from micro clave while being flushed. Area cleaned with soap and water; new micro clave placed. Second lumen reassessed and flushed, and no further leaking noted to micro clave. Etoposide infusion resumed and tolerated infusion well no further issues noted additional information received 02 october 2023: leaking involved a hazardous drug spill on the area and patient. There were no pieces broken off.